Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that they cleaned the photometric filters and results were as expected upon repeat testing. The cause of the discordant, falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on three patient samples on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned them admitted the patients to a hospital. The samples were repeated on an alternate instrument, resulting as expected. The samples were then repeated post service on the same instrument, and results correlated with those of the alternate instrument. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.